Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose level was below 40 mg/dl. The customer also reported that she received a sensor updating/sg not available alert. She was assisted in performing a test on transmitter and it was passed. The customer's other blood glucose level was 171 mg/dl. The insulin pump will not be returned for analysis.